Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that that the field representative called inquiring about having a magnetic resonance imaging (MRI) for this patient with a cardiac resynchronization therapy pacemaker (crt-p) however, the non-boston scientific right atrial (ra) lead exhibited high, out-of-range (oor) pacing impedance measurements measuring, greater than 2,000 ohms. A lead safety switch (lss) was declared which switch the pace/sense configuration from bipolar to unipolar. Technical services explained the conditions for use and possible causes associated to the oor pacing impedance and referred to discuss with the device following physician. Additional information was obtained that an x-ray and MRI was not performed. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that that the field representative called inquiring about having a magnetic resonance imaging (MRI) for this patient with a cardiac resynchronization therapy pacemaker (crt-p) however, the non-boston scientific right atrial (ra) lead exhibited high, out-of-range (oor) pacing impedance measurements measuring, greater than 2,000 ohms. A lead safety switch (lss) was declared which switch the pace/sense configuration from bipolar to unipolar. Technical services explained the conditions for use and possible causes associated to the oor pacing impedance and referred to discuss with the device following physician. Additional information was obtained that an x-ray and MRI was not performed. At this time, the system remains in service. No adverse patient effects were reported.